Event description:
Report received of a non-delivery of IV fluids with no pump alarm. The device was in use on a patient receiving maintenance IV fluids at an unspecified rate. The customer contact reported that the pump display was incrementing as though fluid was infusing, but there was no fluid being delivered from the IV bag. The customer reported that at the IV site, blood was noted to be "pulsating in and out" within the IV tubing. The customer thought that they had possibly cannulated an artery, so the patient was "stuck 4 times" for a new IV access, with the same results. The device was replaced and therapy was continued without further reported event. There was no reported adverse effect to the patient.